Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer could not turn on. Troubleshooting included placing the back side of the programmer over the implant site and sync with the ins. It was stated the patient was not able to adjust stimulation and they saw a "call your doctor" icon with an elective replacement indicator (eri) message. The patient cleared the eri and checked the status of their therapy and the stimulation was on. Additional information received reported that the grey keys seemed to be lower at one point, but the patient programmer was working fine. The issue was reported resolved. Additional information received reported the cause of the event was determined and it was device related. No reprogramming was needed. The battery was at end of life when it was evaluated in clinic on (B)(6) 2014. Troubleshooting was not necessary. The patient was referred to neurosurgery for ins replacement. The surgery was scheduled for (B)(6) 2014. The patient did not experience a loss of therapeutic effect or loss of stimulation. There was no recovery indicated. Additional information received reported the manufacturer representative was in the operating room and they tried to program the implantable neurostimulator (ins) in the box. They used constant current and tried to set up the parameters that the patient had in their current ins. When they would get to 0.7ma they received a message that stated ¿the entered value cannot be used with the existing settings.¿ the patient was currently programmed c+, 9- on the right and all other combinations were high on the right side. They had not isolated the cause of the high impedance on the right side and they were changing the ins on the day of report. The surgeon didn¿t know where the cause of the high impedance was. It was further reported that the manufacturer representative became notified of the high impedances when they did a pre-operative impedance check. Changing out the ins resolved the high impedances. They were all good and within range. It was further reported the patient¿s wife denied there was a problem in 2013 but a problem in (B)(6) 2014 in which the patient controller read ¿eri¿. The system was checked and the ins was replaced. The ins and the programmer were involved in the event and troubleshooting was not necessary. The ins replacement was completed and it was device related due to end of life battery. The patient recovered without permanent impairment. When the patient was seen he had impedances >40,000 on electrodes 10 and 11. They were all within normal limits after the replacement of the ins.